Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that no data was receiving from customer into app. The customer reported no adverse event. The event involved product(s) mmt-6112. Troubleshooting was performed. "No carelink connection" banner displayed. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6112.

Manufacturer narrative:
An attempt to reproduce the reported event using 3.4.0[9115] prod build installed on iphone 13 [v.16.1.0] was conducted and the issue was not reproduced. The software met the specified requirements and performance expectations, (srs doc: 3205046): 3388280, 3453958 and 3388274 agile doc: 10948256doc(version ID: q). After a thorough investigation, I have reviewed the dashboard logs from the last 15 days, and it appears that the care partner, started receiving data after march 2nd. Before this timestamp, there were no logged entries for the newpatientdatareceivedevent. May be because partner is not active at that time. Based on our past experience, the possible causes of this issue could be: - a loss of pairing between the pump and the minimed app at that time. - a network connectivity issue. Here are the recommended resolution steps: settings > general > iphone storage > carelink connect > delete app. By performing this step the customer will remove all the cached information related to the app. 2) uninstall the application normally. 3) restart the phone. 4) install the carelink connect app. 5) wait 10 minutes. 6) open the app. 7) if issue is not resolved, wait 15 minutes and try all steps again. Issue not confirmed. We are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.